Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that as lvp 20d 3ss 0.2m cv leaked. The following information was provided by the initial reporter: material no: 2432-0007 batch no: unknown it was reported that the tubing was leaking at the blue clamp site. Verbatim: bedside rn spiked tpn bag with appropriate tpn tubing, while priming tubing a leak was noted at the blue clamp site (that is normally placed inside the pump). Tubing was clamped, spiked site was cleaned with alcohol and tpn was respiked with new tpn tubing. (Leaking IV tubing is in clinical leader office)

Manufacturer narrative:
H6: investigation summar: one used primary set, model 2432-0007, was received by the customer for investigation. The set was visually inspected for any defects, and with minimal force the lower fitment separated from the tubing. The lower fitment and tubing were clearly not securely attached and likely contributed to the reported leak. The customer's complaint that while priming tubing a leak was noted at the blue clamp site was verified. A device history record review could not be performed on model 2432-0007 because a lot number was not provided by the customer. Visual inspection under magnification was performed on the tubing component. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. H3 other text : see h.10.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv leaked. The following information was provided by the initial reporter: material no: 2432-0007 batch no: unknown. It was reported that the tubing was leaking at the blue clamp site. Verbatim: bedside rn spiked tpn bag with appropriate tpn tubing, while priming tubing a leak was noted at the blue clamp site (that is normally placed inside the pump). Tubing was clamped, spiked site was cleaned with alcohol and tpn was respiked with new tpn tubing. (Leaking IV tubing is in clinical leader office).